Event description:
It was reported when removing the 80mm pin toward the end of the surgery from the tibia, the tip snapped off and remained in the bone. Approximately 5mm of the tip remained in the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: foreign country: new zealand. The device will not be returned for analysis, however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. H3 other text : pin is not available for return.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was not returned for investigation. As such, a physical and technical evaluation of the device could not be performed. The picture provided confirmed that the tip of one of the pins had been broken. No x-rays were available. Device history record review identified no deviation and/or anomalies related to the reported complaint event. The root cause of the broken pin could not be determined with the information available. Possible contributing factors are excessive force and/or off-angle application during insertion/removal of the pin. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.